Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overla, cracked select button keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer stated the alarm happened twice. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer was swimming with the insulin pump. Customer was advised unattended alarms will drain battery. Customer states the battery cap was not loose, cracked or damaged. Customer inserted new battery at 3:06 pm and replace battery at 7:00 am. Customer also reported power error. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump was returned for analysis.